Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's lead migrated which was confirmed via x-ray and that the patient wasn't receiving proper relief. The hcp replaced the lead on (B)(6) 2019 and the issue was resolved. No further complications reported.